Manufacturer narrative:
The reason for this revision surgery was due to pain. The actual length of in-vivo for the products listed is unknown as the original surgery date was not provided or could be established. This complaint evaluation is limited in scope since the part associated with this investigation was not returned to djo surgical for evaluation. The complaint reported no surgical delays during the revision surgery and the surgery was completed as intended without incident. A review of the device history records (DHR) was not conducted since the lot numbers were not provided or determined during the complaint evaluation. No information submitted with the complaint that would indicate a material, design, or manufacturing issue(s) with the explanted part. Extensive searches of the database and individual delivery tickets produced no matches of these parts or a delivery ticket. The root cause of this complaint was a revision surgery due to pain. Inventory containment is not required since there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the original surgeon put in too large of an implant size inside the patient which made the patient feel pain. The first surgery was 7 years ago. No records could be found for this patient for the past hospital or surgeon indicated below or the current hospital and surgeon.